Manufacturer narrative:
One device was received for evaluation. A review of the event history log revealed last error code 41301. Functional testing was able to duplicate the reported problem. It was determined that the faulty main board was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 41301. There was unknown patient involvement.